Event description:
It was reported that during use of the bd max¿ enteric bacterial panel, a false positive result for shiga toxin-producing e coli was obtained on a patient urine sample. Customer believes this was due to contamination of the urine sample with the stool sample from the same collection. Recollection of sample was recommended. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: pch, pci. D.4. Medical device lot: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: the complaint investigation for contamination issue when using the bd max enteric bacterial panel assay (ref. (B)(4) from an unknown kit lot was performed by the review of manufacturing records and by the complaint¿s history review. Customer requested information about the validity of a positive shiga-toxin result obtained on stool sample that was contaminated with urine. Review of all released bd max enteric bacterial panel kits within the last 12 months revealed they all met performance requirements. According to the instruction for use (IFU) document, contamination with water or urine and avoid mixing toilet paper or soap with the specimen is to be avoided (see specimen collection/transport section). There is no indication of a reagent issue based on the analysis of the complaints received for false positive results on the bd max enteric bacterial panel assay kits (ref. (B)(4). The root cause was not identified. However, contamination of the sample could explain the customer¿s issue. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no new hazard or trends was identified. Bd quality will continue to monitor for trends.

Event description:
It was reported that during use of the bd max¿ enteric bacterial panel, a false positive result for shiga toxin-producing e coli was obtained on a patient urine sample. Customer believes this was due to contamination of the urine sample with the stool sample from the same collection. Recollection of sample was recommended. There was no report of patient impact.